Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date of 31-october-2012. The date of occurrence was (B)(6) 2012 which is approximately 2 months post expiration. It should be noted that the rx graftmaster instructions for use states: use the device prior to the use by date specified on the package. In this case, it is unknown if the use after expiration cause or contributed to the reported event.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and mild calcification. A perforation occurred during the procedure which required the use of a graftmaster stent delivery system (sds). The 3.0 x 19 mm graftmaster sds was advanced, but could not cross to the perforation. A new graftmaster sds was used to treat the perforation successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.